Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received forty three appropriate shocks. The implantable cardioverter defibrillator (ICD) was at end of service (eos) and exhibited charge circuit inactive, charge circuit timeout, and charge time was longer than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.